Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was using an external neurostimulator (ens) for urinary/bowel dysfunction and urge incon tinence. It was reported that during the trial patient felt like they were being electrocuted from the inside on the right side of her body as they was pulling the wire out. Patient wanted to know if the ens was supposed to be turned off when the device was taken out. During the call, agent consulted with other technicians and it was found in the technical manual to decrease ens to 0 and disconnect the lead from ens first then use gentle traction to remove the lead. The patient was redirected to their healthcare provider to further address the issue.